Event description:
Additional information received reported the patient's device was being explanted because of exposed wires.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0dg2y, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0g9lu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the skin above the lower lateral edge of the device was eroding. A revision was required due to the battery being exposed and they were repositioning further away from the eroding spot. No diagnostic testing was required. It was unknown if the issue was resolved and the cause was unknown. The patient had been moving a box and it had slipped out of her hands and hit her generator. The skin where it was struck begun to change color and the day prior to the date of this report it had begun to get red. The patient was doing well and was still receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# va0dg2y, implanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0g9lu, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0dg2y, implanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0g9lu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that in (B)(6) 2015 the patient had a revision to move the battery due to trouble with it. The patient then got an infection in the stimulator in (B)(6) 2015 and it was removed on (B)(6) 2015. When the battery had been removed they were told there was corrosion on it. In (B)(6) 2015 the infection had gone up the wire in the patient's head so the lead electrode wires were removed in (B)(6) 2015. The patient had an appointment to go back in (B)(6) to make arrangements to have a new device implanted. The patient's indication for use was movement disorders and essential tremor.